Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4; d8; h2; h3; h6; h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cr board failure (circuit board failure). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to cr board failure (circuit board failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen went blank and stopped blowing. There were no reports of patient harm.